Manufacturer narrative:
The investigation for the automated impella controller (aic) self check error issue has been completed. The console logs showed a communication issue with the power battery manager (pbm) during the initial bootup. Due to the communication issue, the aic console rebooted automatically (as designed) to attempt another power on. After rebooting, the console displayed the "system self check failed" screen, and the console was then forcefully shut down. The console was returned for evaluation and the reported failure mode was reproduced during testing. Upon bootup, the console rebooted automatically and showed the "system self check failure" screen. Visual inspection confirmed the pbm contamination which has impacted a neighboring rs232 communication channel. The root cause of the ¿system self check failure¿ was determined to be pbm corrosion due to leakage of the electrolyte from the battery failure alarm super caps. A.1 revised as none was inadvertently omitted from the initial manufacturer device report number 1220648-2025-26398. D.2 revised common device name since the initial manufacturer device report number 1220648-2025-26398 was submitted in accordance with updated procedures. H.6 code 4114 was reported incorrectly on the initial manufacturer device report number 1220648-2025-26398 as the product was returned at that time.

Event description:
The complainant reported that during training, the impella automated impella controller had a startup self-check error alarm. There was no patient involvement.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.